Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated she became unconscious, could not talk, and was taken to the hospital. Her cgm was reading 255 mg/dl but the bg was 130 mg/dl. It was not specified whether these values were taken before or after any treatment was provided and no treatment information was provided. At the time of the report she was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.